Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed multiple insulation tears. This type of damage is consistent with user damage during revision or implant. Also, microscopic analysis and x-rays noted melted metal and discontinuous conductor coils. In this case, we believe the damage was the result of lead contact with sharp tools during revision/generator change out. The reported shorted lead condition is likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this patient passed away 4 days after implant of a new implantable cardioverter defibrillator (ICD). The device was interrogated post-mortem and it was found that there was a code 1004 for a shorted lead condition while a shock was attempted involving this right ventricular (rv) lead. No additional adverse patient effects were reported.

Event description:
It was reported that this patient passed away 4 days after implant of a new implantable cardioverter defibrillator (ICD). The device was interrogated post-mortem and it was found that there was a code 1004 for a shorted lead condition while a shock was attempted involving this right ventricular (rv) lead. No additional adverse patient effects were reported.